Event description:
Legal counsel for patient reported that patient underwent a total left hip arthroplasty on (B)(6) 2008. Patient's legal counsel further reported that a revision procedure was performed on (B)(6) 2013 due to patient allegations of pain, dysfunction, loss of range of motion, metal poisoning, and metallosis. A review of invoice history confirmed both surgery dates and that the modular head and taper adapter were removed and replaced during the revision surgery. This report is based on allegations set forth in plaintiff¿s complaint and the allegations contained therein are unverified. Additional information received in (B)(6) 2013 left hip revision operative report noted the revision was due to end of stem pain and noted the presence of hypertrophy, lysis, fluid and evidence of metal-on-metal reaction. Operative report further noted that the modular head and taper adapter were cold welded to the morse taper and would not disengage. The modular head, taper adapter and stem were removed and replaced with a competitor¿s stem and a biomet head.

Manufacturer narrative:
Current information is insufficient to permit a conclusion as to the cause of the event. Review of device history records show that lot released with no recorded anomaly related to the event. There are warnings in the package insert that state that this type of event can occur: under possible adverse effects: "material sensitivity reactions.¿ and "intraoperative or postoperative bone fracture and/or postoperative pain." This report is based on allegations set forth in plaintiff¿s complaint and the allegations contained therein are unverified. This report is number 3 of 3 mdrs filed for the same event (reference 1825034-2014-01093/ -01094/ -05294).